Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the oversensing occurred during a surgical procedure to repair a broken left arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited temporary over-sensing lasting about ten seconds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.